Event description:
It was reported that the patient underwent surgery to treat sui on (B)(6) 2010 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. The patient experienced pain and urinary leakage. (B)(4) ¿ urinary leakage.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced occasional bleeding; bladder dropped again, depression and bipolar disorder, adhesions, dyspareunia and recurrent vaginal/bladder infections.

Event description:
Details: it was reported that following insertion, the patient experienced occasional bleeding; bladder dropped again, depression and bipolar disorder, adhesions, dyspareunia and recurrent vaginal/bladder infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, vaginal odor, and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, vaginal odor, and vaginal discharge.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6) due to mesh exposure at (B)(6).

Event description:
It was reported that patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6) due to mesh exposure at (B)(6).